Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
Other: it was reported that the patient presented with inappropriate shocks, due to oversensing. Lead replacement is planned. The patient's father later reported the lead will be replaced because his son was shocked, due to a defective lead. Additional information was subsequently received reporting that the lead was replaced due to high output and sensing problems. After replacement, the patient was reported to be doing fine; however, mentally, he was having problems. No conclusion can be drawn. Output, high, oversensing, sensitivity. Shock, inappropriate, defective device.

Event description:
It was reported that the patient presented with inappropriate shocks, due to oversensing. Lead replacement is planned. The patient's father later reported the lead will be replaced because his son was shocked, due to a defective lead. Additional information was subsequently received reporting that the lead was replaced due to high output and sensing problems. After replacement, the patient was reported to be doing fine; however, mentally, he was having problems.

Event description:
It was reported the patient presented with inappropriate shocks, due to oversensing. Lead replacement is planned. The patient's father later reported the lead will be replaced because his son was shocked, due to a defective lead. Additional information was subsequently received reporting that the lead was replaced, due to high output and sensing problems. After replacement, the patient was reported to be doing fine; however, mentally, he was having problems. Additional information was received from a competitor reporting fracture and noise. Information was also received alleging the "lead failed causing him to experience inappropriate and/or debilitating shocks, which required emergency medical intervention and the surgical replacement of his defective [lead]." In addition, "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, loss of consortium, severe emotional distress, mental anguish, economic losses and other damages."